Event description:
A nurse at the user facility reports a surgeon feels the haptic of the intraocular lens caused a tear of the posterior capsule. The lens was removed and another lens implanted. Add'l info has been requested.